Manufacturer narrative:
The hill-rom technician found the siderail plastic latch handle broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the right intermediate siderail latch was not working. The bed was located at the hill-rom service center not in use. There was no patient/user injury reported. This report was file din our complaint handling system as complaint # (B)(4).